Event description:
Account alleged that the siderail control cable was cut due to the sliding head cover being bent. Account alleged that bare metal wires were visible. There were no reported injuries.

Manufacturer narrative:
Account replaced the siderail control cable that was cut to resolve the alleged problem.